Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11e25078 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a cyst on an ovary and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient had a cyst on her ovary which resulted in peritonitis. The patient was hospitalized for the peritonitis. Treatment for the events was not reported. The patient was discharged from the hospital on (B)(6) 2011. The outcome of the event cyst on ovary was not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal was ongoing. Concomitant medications were not reported. The nurse did not provide an opinion of causality for the event cyst on ovary, but she stated that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.